Event description:
Minimal force was needed to separate the end of 2.2 n circle basket. The basket fragment was removed from the pt and believed to extracted all pieces that broke off. The pt is returning thursday (B)(6) 2012 for a follow up visit to make sure there are no issue caused by the incident.

Manufacturer narrative:
Two stone extractors were returned for evaluation, one having been used and one in it's sealed packaging. Both stone extractors had the same lot number. The basket and 6mm of the continuous wire and coils only were returned from the used stone extractor, the remainder of the continuous wire and coils, outer sheath, and the handle were not returned. The returned part of the coils had been stretched to separation. The continuous wire's area of separation had the appearance of having been pulled to separation. This appearance is indicative of excessive force having been placed on stone extractor during use. The stone extractor returned in it's sealed packaging was opened and examined. The stone extractor functional as intended and was well within specification. No further info has been received from the customer since the initial conversation, despite repeated attempts.